Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide to be broken. Functional testing found the assembled device returned a green light and produced a welcome tone, and immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. It was also concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not recognize the battery. A new sonicision dissector was used with the same generator and it worked successfully. There was no patient injury.